Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead demonstrated variable and high impedance values. The lead remains in use. It was later reported that the implantable pulse generator (ipg) set screw for the rv lead port was loose. The set screw was tightened and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and variable impedances were exhibited on the right ventricular (rv) lead. It was noted that the implantable pulse generator (ipg) set screw for the rv lead port was loose. The set screw was tightened and the device remains in use. No patient complications have been reported as a result of this event.